Event description:
It was reported that the surgeon injected healon pro into the patient's operative eye. After injection, he found that the concentration of the healon pro was looser than the product he used the last several times. He also found some gas bubbles from the healon pro inside the eye. Medical intervention was required. No other information was provided.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ asked but not provided. If implanted, give date: not applicable, as healon pro is not an implantable device.  If explanted, give date: not applicable, as healon pro is not an implantable device.  Email address: unknown/not provided, as information was asked but it was not provided. Establishment address: unknown/not provided, as information was asked but it was not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.